Event description:
It was reported that prior to the case when testing the device prior to use, the nurse complained that the hand activation buttons did not work. After several tries the nurse saw that pushing the buttons work only part of the time, and that foot switch operates each time. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/28/2008. Information anticipated, but unavailable at this time.